Event description:
On (B)(6) 2009, the pt reported that her infusion device does not always give confirmation beeps or vibrations when the up and down buttons are pressed. At the time of the report, both buttons were functioning properly. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.